Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instruction for use (IFU) instructs the user to assess the puncture site location and evaluate the femoral artery characteristics prior to placing the angio-seal device by injecting contrast medium through the procedure sheath and using fluoroscopy.

Event description:
It was reported that an angio-seal vip was selected for use after the pt had a cardiac catherization procedure. Following the procedure, the pt had a blocked artery and underwent surgery (date unk). The pt reportedly died after discharge. It was stated that the pt had some sort of bleeding disorder. It is unk who deployed the angio-seal device. No add'l info was available.